Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check myopotential oversensing was observed. The patient reported feeling dizzy. The device was reprogrammed. The patient condition was well after the changes were made.